Manufacturer narrative:
No further information was received only an email "that the distributer received a new flow measure board. He installed it and the machine is working perfectly now." Since the reported failure did not contribute to a death ore serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated. Maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that a "temp error" was shown on its flow display of the rotaflow console. It happened during priming/setup therefore there was no patient involvement. (B)(4).